Event description:
Patient implanted on (B)(6) 2012 with lcp medial distal tibia plate. Approximately six months post op, (B)(6) 2012, patient presented to surgeon with nonunion of the distal third of the tibia, fibula fracture. Patient returned to (B)(6) on (B)(6) 2012, all hardware was removed, patient revised to orif of tibia with lcp plate and orif fibula with lcp plate and bone graft. This is 8 of 11 reports for this event.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used as treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.